Event description:
The patient reported that the pump load step did not stop and emptied the cartridge. The patient confirmed that she was not connected and blood glucose has remained within target.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a physically damaged force sensor assembly and an out of calibration force sensor a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to the complaint, the display was found to be dim and miscolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time; 2531779-03/24/2010-003-r.